Manufacturer narrative:
Ethnicity: unknown; requested but not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the right eye in a secondary procedure due to the patient having poor vision and visual disturbances/dysphotopsia post surgery and wanted an iol exchange. The patient's pre iol exchange visual acuity (va) was 20/40+1 distance uncorrected and best corrected 20/25+2 with -0.50+0.50x097 manifest refraction, and j3 @ 19¿ for near. The va was very blurry per patient. The patient has angle kappa from itrace assessment that indicates intolerance for extended depth of focus (edof)/defractive iols. A non-johnson and johnson light adjustable lens was implanted as replacement (+20.0 diopter). There was no patient injury reported. No medical or surgical intervention was required. Good outcome post iol exchange and the patient is happy. The patient's post-operative va (post-replacement lens) on (B)(6) 2023 at the post-operative follow up visit was 20/20 without correction, and 20/20 best corrected. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 15, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half and with a detached haptic. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. No handpiece was received as part of this return. The complaint issues were not confirmed during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.